Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) replaced due a mechanical failure and fluid leakage. Everything was operational upon discharge from the hospital after this surgery.